Event description:
The patient reported their incisions were looking a little red and swollen. Antibiotics were prescribed and the patient was instructed not to wear the device until the infection cleared. No revision or explant scheduled at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated with antibiotic solution before closure and the implanting clinician used a pediatric shunt passer for tunneling rather than introducer in the kit. Additionally, the patient is obese and has diabetes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the clinician not irrigating the site before closure and using inappropriate tools (user error - clinician) as well as patient selection (comorbidities that inhibit healing).